Manufacturer narrative:
The analysis is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Following information reported, the power cable of the citadel bed was damaged with signs of smoke (black marks). The bed was taken out of use when the damage was observed. There was no patient involved. No injury was reported.

Manufacturer narrative:
Arjo technician replaced the damaged power cable and the proper functionality was confirmed during testing. According to the instruction for use dedicated to citadel bed (830.213 rev.d), arjo strongly recommends: ¿make sure the power cord is kept free from all pinch points, moving parts and is not trapped under casters. Improper handling of power cord can cause damage to the cord ¿. ¿make sure the power cord is not stretched, kinked or crushed¿. As per instruction for use mains cable should be carefully inspected weekly. When any malfunction is noticed, the device should be immediately withdrawn from the user until the service is performed. The complaint was decided to be reportable due to the malfunction of the power cord. The power cord was found to be damaged and from that perspective, the device did not meet performance specifications. The bed was not in use when the malfunction was observed.